Event description:
It was reported that the left ventricular lead exhibited high capture threshold. The physician decided to disable the lead and set the device to right ventricular pacing only. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.